Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The patient's medical history included plastic surgery and augmentation mammoplasty. Concurrent conditions included perineal pain, deep dyspareunia, cystocele and rectocele. Concomitant products included cannabidiol, ketorolac, ondansetron (zofran) and oxycodone hydrochloride; paracetamol (percocet). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: plan: fwbmc: tlh, salpingectomy, a&p repair, cuff suspension, labiaplasty. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The patient's medical history included plastic surgery and augmentation mammoplasty. Concurrent conditions included perineal pain, deep dyspareunia, cystocele and rectocele. Concomitant products included cannabidiol, ketorolac, ondansetron (zofran) and oxycodone hydrochloride;paracetamol (percocet). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: plan: fwbmc: tlh, salpingectomy, a&p repair, cuff suspension, labiaplasty. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The patient's medical history included plastic surgery, augmentation mammoplasty, adenomyosis and nabothian cyst. Concurrent conditions included perineal pain, deep dyspareunia, cystocele and rectocele. Concomitant products included cannabidiol, ketorolac, ondansetron (zofran) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal/total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: plan: fwbmc: tlh, salpingectomy, a&p repair, cuff suspension, labioplasty no. Of coils: at least 4 coils and no more than 8 coils were seen in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test: on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: mr received. Reporter information, other relevant history, lab data, device information, auto-narrative supplement added .event: " medical device removal" updated to "pelvic pain" and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.